Event description:
Additional information was received that this rv lead was revised due to micro-dislodgment with loss of capture. The lead did not move, but the physician decided to explant and replace.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspection and x-ray of the lead was performed and found no anomalies. Visual observation found dried fluid in the helix housing, which likely inhibiting the helix movement. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to unknown root cause only about a month after being implanted. No additional adverse patient effects were reported.